Event description:
It was reported that when they tried to inject sterile water in the operation room, backflow occurred from the inflation valve of the foley catheter. Per follow up information received via ibc on 19dec2024, customer confirmed that there was patient involvement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when they tried to inject sterile water in the operation room, backflow occurred from the inflation valve of the foley catheter. Per follow up information received via ibc on 19dec2024, customer confirmed that there was patient involvement. Per investigator's notification received on 16jun2025, it was reported that difficult to deflate using returned syringe was found during sample evaluation.

Manufacturer narrative:
The reported event was unconfirmed. Received (3) photo samples. The first photo sample shows the top view of the catheter with sample port connector and syringe. Second photo sample zooms in on end of the top of the inflation valve. Third photo sample shows the inflation stem/valve cap disconnected from the inflation arm. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley with sample port connector and syringe. Visual inspection of the sample noted attached inflation valve and cap back onto catheter, using the return syringe attempted the inflation of the catheter balloon with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and inflated ok with no difficulties. With the return syringe attached the balloon did not deflate in under 5 mins. Using the (in-house) syringe deflated with 2 mins 3 seconds therefore additional complaint is needed for difficult to deflate. No root cause could be found because the reported event was unconfirmed. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. As the reported event is unconfirmed a labeling review is not required. Correction: d, e, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.